Event description:
It was reported that the right atrial (ra) lead displayed noise due to oversensing. Variable impedance over the past six months, was also reported. The device was reprogrammed to reduce sensitivity. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This information was received from a competitor. All data pertinent to the event is provided. Concomitant medical products: cd2231-40 implanted (B)(6) 2010. (B)(4).